Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8709, serial # (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2016, product type catheter; product ID 8709, serial # (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2016, product type catheter. Analysis of the pump found overinfusion with an undetermined root cause. During testing, the pump was found to be overinfusing by more than 14.5% at standard test conditions and typical therapeutic rate (300 ul/day). Per the deviation, this pump will be subjected to CT scan and possible long term dispense and weight testing, using the last known infusion rate from full to empty. Should additional information be obtained based on long term testing, the event will be updated accordingly. Upon device interrogation, the device was last delivering morphine 1mg/ml at a dose of 0.2382 mg per day and bupivacaine 1 mg/ml at a dose of 0.2382 mg per day. Analysis of the 8709 catheter found a hole in the catheter body that was not user related.

Event description:
Information was received from a health care provider via a manufacturer representative regarding a patient who was receiving 1 mg/ml morphine as of (B)(6) 2016 via a pump implanted to treat non-malignant pain and failed back surgery syndrome. The patient's oral medications and other pertinent medical history was unknown. It was reported on (B)(6) 2016 that the patient decided the pump therapy was ineffective, so she was going back to oral therapy. The patient had a loss of therapy in the past 6 months or so. A dye study was performed on an unknown date and the results were "good." The patient had a pump implanted for 13 years. The patient's pain pattern had changed, and she became tolerant to the medication. The patient had been on an unknown higher concentration previously, but the dose was gradually reduced over time to avoid any untoward side effects or withdrawal. The pump and catheter were explanted on (B)(6) 2016. The patient recovered without sequela; there was no patient injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event is approximate (month and year valid). This pump was subjected to over-infusion (oi) CAPA testing. No further oi CAPA testing is required per the CAPA team. The return product analysis (rpa) finished out the destructive analysis. No new/additional anomalies found during destructive analysis. Analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.